Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on nov 19, 2020 with lot number 3197352. Visual analysis of the returned device identified: one opening linear on the anterior and crease flat. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient reported right side "deflation". Device has been explanted.